Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the procedure, a small to moderate baseline effusion was identified via intracardiac echocardiography (ice). An attempt was made to implant a 31mm closure device but this device size was deemed too large and the procedure was completed by implanting a 27mm closure device. Following implantation of the 27mm device, it was observed the baseline effusion had not changed in size since the start of the procedure. One hour after being transferred to recovery the patient experienced hypotension. A slowly growing pericardial effusion was identified posteriorly and inferiorly to the laa near the left ventricle. A pericardiocentesis was performed and 700ml of blood was removed. The patient fully recovered and was discharged one day post index procedure.